Manufacturer narrative:
Investigation included review of device-reported insulin delivery and guided troubleshooting with the user. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was user-reported hyperglycemia with undetermined cause and that supply replacement was an appropriate corrective action. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 343 mg/dl after a recent supply change, with the device indicating insulin delivery but no improvement in glucose, and no food intake or additional alarms. Symptoms included no reported signs of acute illness or distress related to the elevated glucose. Outcomes included user education and troubleshooting, including instruction to replace infusion supplies with a 23-inch set, which the user agreed to perform independently.